Event description:
Manufacturer representative reports an infusion pump patient experiencing increasing pain and loss of efficacy despite increased drug dose. The patient's pump had been replaced a few weeks prior and since that time the patient had been experiencing increased pain. The patient came in to have their pump refilled and the pump was found to have 40 ml of drug remaining when they were expecting 2ml. A study was performed with inconclusive results that showed no radiopaque dye outside the catheter or at any of the connections. The patient was treated with supplemental oral opioids. The pump and catheter were replaced. The patient is reported to be "doing as expected now". A follow up report will be sent if additional information becomes available.